Event description:
A caller reported receiving a "replace sensor" message upon scanning the adc device and was unable to obtain glucose readings. The customer became hypoglycemic and on the verge of losing consciousness, requiring treatment of "50 grams of dietary sugar orally" provided by parents. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and corrosion was observed through the sensor casing. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was attempted to be scan with evm (evaluation module)but sensor did not scan. The evm (evaluation module) was reset and sensor was scanned again; sensor did not scan. Extended investigation has been performed. Visual inspection has been performed on the returned sensor, corrosion was observed through base of sensor. Unable to extract data. The returned sensor was de-cased and extensive corrosion was observed on pcba(printed circuit board assembly). Therefore this issue is unable to test due to corrosion. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a "replace sensor" message upon scanning the adc device and was unable to obtain glucose readings. The customer became hypoglycemic and on the verge of losing consciousness, requiring treatment of "50 grams of dietary sugar orally" provided by parents. There was no report of death or permanent injury associated with this event.